Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery was overdischarged because the patient did not charge for an extended period due to medical issues. A physician mode restart was attempted; however, the issue was not resolved, so a battery replacement was performed. The issue is resolved.